Event description:
It was reported that the patient received inappropriate therapy due to a discriminator not withholding therapy correctly. The discriminator algorithm was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data was obtained and has been analyzed. No a nomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 1688t, competitor implantable pacing lead, implanted: (B)(6) 2006; product ID: 7122, competitor implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.